Manufacturer narrative:
Additional information was received that the patients ipg was non-functional. The patient underwent a revision procedure wherein the ipg and leads were replaced. Device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg and lead will be replaced for an unknown reason.

Manufacturer narrative:
Additional suspect device component involved in the event: model#: sc-2218-70 serial#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg and lead will be replaced for an unknown reason.